Event description:
On (B)(6) 2010, this patient was treated for a right common iliac artery aneurysm. As reported, tortuous anatomy created a challenge gaining wire access to the aorta. Wire access was achieved, however, upon advancing the gore dryseal sheath, the patient's right iliac artery ruptured. The patient was converted immediately to open surgical repair. The right common iliac artery was closed, and a femoro-femoral crossover procedure was preformed. The patient is currently recovering in the intensive care unit.

Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. Further information was requested.